Event description:
On (B)(6) 2012, at (B)(6) hospital of (B)(6), there was a excessive foaming was observed while using reservoir (lot number unknown). Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was not returned. Reference: complaint (B)(4).